Event description:
While using retainer the patient reported, "upper teeth still not straight. Need new sets of the last 7 steps of upper aligners" the customer marked true to jaw discomfort, sensitivity, not fitting, inflammation, and infection on their isf."

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.